Manufacturer narrative:
(B)(4). The device's power supply cable assembly has been received for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of the activity.

Event description:
An in-center hemodialysis user facility's biomedical technician reported an event that resulted in excessive heat damage to a machine's power cable assembly. During heat disinfection, while not in use by a hemodialysis patient, a burning smell was detected. Upon evaluation of the machine, the biomedical technician discovered a fuse that had blown. Further inspection revealed the power cable assembly to have become visibly melted, however, there was no presence of flames, sparking, or smoke. The blown fuse and power supply cable assembly were replaced, the machine passed all functional testing, and has since been returned to service.

Manufacturer narrative:
No on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician indicated that the power supply cable assembly and a fuse were replaced which resolved the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply cable assembly was received by the manufacturer for physical analysis. A visual examination of the power supply cable assembly found some physical damage to the power plug; excessive heat damage to the ground prong was observed. The plug molding was melted around the terminal for the white (neutral) wire and the terminal was damaged. The remainder of the received power cable did not have visible physical damage. A multimeter was used to measure the resistance between each terminal. All measurements were found to be satisfactory. Additionally, a microscope image of the cable assembly showed pitting on the terminal for the white wire. The presence of pitting is indicative of arcing within the outlet at the user facility. Hospital grade outlets are required for use with 2008t hemodialysis (hd) machines. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode of melted plug. The power supply cable was received with the plug molding melted around the terminal for the white (neutral) wire and the terminal was damaged. Therefore, the complaint has been deemed confirmed.